Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was found separated between the guide wire and the core.

Manufacturer narrative:
(B)(4). The customer returned one unraveled spring wire guide (swg) for evaluation. The swg was unraveled form the distal end. A severe kink was identified three-quarters of the length away from the proximal end. The separation points of the inner core wire and distal weld showed signs of necking, indicating excessive force was applied to the swg. The length and outer diameter of the swg were measured and were found to be within specification. The severe kink in the body was located 278 mm from the proximal end. A manual tug test was performed on the proximal weld to confirm it was intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) was found separated between the guide wire and the core.